Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were hard to press. The patient stated that this was happening prior to the crack and tear in the keypad. The patient reportedly wore the pump on a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Device evaluation (B)(4) 2012 follow-up #1: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: unable to duplicate the complaint regarding an unresponsive ok key: all keys were tested and found responsive. The keypad was torn at the ok key. The keypad was removed to check for contamination, which was found under up/down/contrast/ok key contacts. Unrelated to this complaint, the display screen was observed to be dim/discolored/fading. It was replaced with a test display which was fully functional and testing was completed with the test display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.